Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test alarm and they experiences high blood glucose level. The customer¿s blood glucose level was 2133 mg/dl. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Customer reported that the insulin pump had power loss alarm and insulin pump did not alarm at the time of call. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about blood glucose level with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the blood glucose level of the customer was 213 mg/dl not 2133 mg/dl.